Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device investigation summary ¿ the returned instrument was examined and the complaint condition was able to be confirmed as the distal tip was found to be broken, bent and untwisted. No definitive root cause was able to be determined however, based on the as received condition, it is likely that the bit became jammed, causing fluted area to untwist, and failed as a result. The chemical composition of the drill bit was tested by (B)(4). The drill bit was found to be made of stainless steel 440a. This steel used for surgical instruments is a martensitic stainless steel. A small portion of drill bit b was sectioned and prepared into a transversal microsection. The transverse microsection showed a hardening microstructure with homogeneous carbide distribution and chromium carbides. Based on these results it can be concluded that the chemical composition and microstructure of the drill bit was in compliance with the international standard. Hardness measurements were carried out using a vickers indenter. The hardness met the required specification of the drawing. The drill bit showed severe mechanical damage along the minor cutting edges and at the tips. When examining the drill bit using sem, the drill tip, the minor cutting edge, the body clearance diameter and the flute were observed. The minor cutting edges of both drill bit showed severe mechanical damages. The edges were rounded for the major part and also showed some material-disruptions. The drill tip also showed excessive wear. In addition, the grinding marks of the body clearance diameter were observed and their orientation in relation to the drill bit axis was estimated. It was found that the orientation of the marks were in a larger angle to the axis in the zones with deformation of the drill bit flutes (twisting). This is a proof for the deformation of the drill bit under torsional load. The returned instrument was examined and the complaint condition was able to be confirmed as the distal tip was found to be broken, bent and untwisted. Instrument length was compared against the drawing and it was discovered that the distal 20.2mm-22.2mm was broken off. Based on the outcome of the sem examination it can be stated that the drill bit was used with a power tool and drill guides. The drill bit likely jammed inside the drill guides due to bone chips and possibly chips form a metal implant such as a plate etc. It is also possible that the drill bit interfeatred with kirschner wires. The orientation of the grinding marks clearly showed that the drill bit was first ground according to the manufacturing process and then twisted under torsional load. DHR review ¿ manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 27.aug.2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Clinical review of the complained event determined that both an adverse event (ae) and a product problem were present. As such, ae was added to reflect the required intervention. Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. PMA: unknown, as specific part and lot numbers for the complainant drill bit were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. This report is for one (1) unknown drill bit. An invalid part number of 2808.032 was provided by the initial reporter. (B)(4) unanticipated intraoperative imaging that confirmed retained fragments. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open left olecranon fracture procedure on (B)(6) 2015. During the drilling process, minor chatter was heard. The surgeon rotated the drill and slowly began to back it out. At that point, there was a crack and 1.5-2cm fragment was discovered to have broken off. C-arm imaging was then conducted, which confirmed the presence of a drill tip fragment in the patient's bone. The surgeon deemed that removal of the fragment would have been more dangerous to the patient than leaving the piece in situ. The piece appeared to be in a stable location that posed no harm to the patient. The procedure was then completed with the use of another drill bit. This report is based off of a received maude with report # (B)(4). This report is 1 of 1 for (B)(4).